Event description:
While investigating a questionable value for head circumference on a obstetrical calculations report, the initial reporter found that a digit had been omitted when compared to the data saved in the ultrasound sysrem. The digit was omitted during transmission of the ultrasound data to an image and data acquisition system. Engineering testing has confirmed that the problem occurs intermittently and infrequently. This measurement can be used in determining fetal weight and gestational age. Based on consultation with a perinatologist, co believes the chance of serious injury is remote.